Event description:
The surgeon had to revise the tibial component due to early loosening. The implant (as seen on x-ray) subsided on the medial side and needed to be revised. No stem extension was used on this pt.

Manufacturer narrative:
Eval summary: no product or x-rays were returned for review. It is known that the pt is a (B) (6) female, however, other pt details are unk. With the available info, the cause of the reported loosening that led to revision can not be determined, however, a CAPA has been initiated to document the investigation of this issue. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.